Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a battery issue. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 14oct2011 to the present date 14jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that there was a battery issue. There was no patient involvement.